Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 148 mg/dl, 168 mg/dl, 293 mg/dl and 28 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.